Event description:
As reported via legal documentation, a patient had primary left hip replacement on (B)(6) 2014. Patient has reported pain, stiffness, discomfort, and weakness. There has been no report of revision surgery or indication for revision needed. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
H6. Investigation results - there is no specific device information provided for the novation gxl. The cause of the patient¿s pain cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. The patient has bilateral hip replacements. These devices are used for treatment not diagnosis. There is no other information available.

Manufacturer narrative:
The most likely cause for the revision reported due to prosthesis wear is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this cannot be not confirmed with the information provided; devices were not returned. There is no other information available. These devices are used for treatment not diagnosis.

Event description:
It was reported via legal documentation that a patient was revised approximately 9 years, 4 months after initial left hip replacement. Revision operative report of (B)(6) 2023. Failed left total hip arthroplasty. The patient was noted to have asymmetric wear on x-ray and was indicated for a modular component exchange. The patient tolerated the procedure well and recovered to pacu without incident. No additional information is available.

Manufacturer narrative:
D10. Concomitants: (B)(6) 120-65-25 - bone screw 6.5mm dia x 25mm long. (B)(6) 120-65-50 - bone screw 6.5mm dia x 50mm long. (B)(6) 148-36-93 - 12/14 zirconia head 36mm rep by 170-36-93. (B)(6) 160-30-15 - pf spline plasma w/ha sz 15. (B)(6) 180-11-62 - nv crown cup clsr hl w/ha 62 group 4. These devices are used for treatment not diagnosis. There has been new information & device information provided via the legal documentation, this requires additional investigation. Pending investigation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported may have been due to a combination of risk factors specified: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) including but not limited to use error, implant positioning, and patient factors. However, this cannot be confirmed from the reported information and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported may have been due to a combination of risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) including but not limited to use error, implant positioning, and patient factors. However, this cannot be confirmed from the reported information and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.